Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2016 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2015 @7:30pm. The pump was powered off from that time until 04/05/2016 @01:01am. The basal program had been cleared and delivery not resumed when powered on at that time. Multiple ¿cs241¿ empty basal program warnings were recorded on 04/05/2016. The total daily dose added up correctly to reflect the programmed basal rate target. There were no records of activity outside of normal use. On investigation, the ¿ez-prime¿ steps were performed correctly and the pump reflected 24 units after being exercised on a 24 hour at 1 unit/hour duration test. No errors, alarms or warning occurred during the investigation. During investigation, the product performed within required specifications without malfunction. Investigation did not duplicate the ¿sound every 2-3minutes¿ complaint. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue; the pump emits audio tones every two-to-three minutes without an associated alarm. It is uncertain if this issue interrupted insulin delivery to the patient. The product was replaced at health care provider insistence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.